Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 97 mg/dl. The customer stated that she went to give a bolus, and after the bolus went through, all of a sudden the insulin pump alarmed button error. She stated that she was unable to clear the alarm after first, but after a few minutes, she cleared it eventually. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. Unit received with broken reservoir tube lip, cracked battery tube threads, reservoir tube window, and case at reservoir tube window, display window corners and missing reservoir o-ring.